Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800294 was manufactured on 07/16/2018 a total of 288 pieces. Lot was released on 08/02/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding from the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the applier as it did not latch onto the bottom jaw. Upon further inspection, a buildup of biological material was found in the bottom jaw. The buildup was manually removed , and another attempt was made to fire a clip. Once again, the clip was unable to load properly as it did not latch onto the bottom jaw. It appeared that the bottom jaw was not closing all the way upon loading of the clips. The sample was disassembled to inspect the internal components. Upon disassembly, a r & d engineer was consulted , and it was confirmed that the bottom jaw was bent which prevented the jaw from closing properly during loading of the clips. No other damages were observed. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. It could not be determined exactly how the bottom jaw got bent, but it appears that unintentional user error caused or contributed to this event since only 2 clips were remaining. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unable to ligate" was confirmed based upon the sample received. Upon functional inspection, it was found that the clips were unable to load properly since the bottom jaw was not closing completely during the loading of the clips. A r & d engineer was consulted , and it was confirmed that the bottom jaw was bent which prevented the jaw from closing properly during loading of the clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage and that only 2 clips were remaining in the returned device, unintentional user error caused or contributed to this event.

Event description:
It was reported that during an operation the user tried to ligate a patient's vessel but it failed because the clips did not lock. A new unit was opened. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation the user tried to ligate a patient's vessel but it failed because the clips did not lock. A new unit was opened. No clips fell in the patient.